Event description:
Caller reported blood glucose results of 438 mg/dl, "300s" mg/dl, and "100s" mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.